Event description:
The manufacturer received information alleging an incourage device caused the patient's optic nerve hemorrhaging. There was no report of medical intervention being required. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously received information alleging an incourage device caused the patient's optic nerve hemorraghing. There was no report of medical intervention being required. The device was returned to the manufacturer for evaluation. The device was found to have been contaminated with saline. The device was scrapped.